Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, the insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump was misplaced. The customer¿s blood glucose level was 320mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.